Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mid left anterior descending (lad) artery. A 2.75 x 23 mm xience alpine stent delivery system (sds) was advanced to the lesion without issue but it was determined that they needed a longer stent. As the delivery system was being removed, the stent caught on a previously placed stent in the proximal lad and dislodged. The sds was advanced back into the anatomy and it was used to push the dislodged stent further into the lesion and a smaller size balloon was successfully used to deploy the 2.75 x 23 mm stent in the distal end of the lesion. Another stent was deployed overlapping the 2.75 x 23 mm stent to cover the proximal part of the lesion. There were no adverse patient effects. There was a delay in the procedure but it was not a clinically significant delay. No additional information was provided.